Event description:
It was reported that the device has some missing segments on display. Additional information received that indicated the segments were not illuminating. No patient incident reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the display had missing segments. The system board and technical board were replaced and the unit functioned as designed. A review of the history for this device was performed and it was concluded that the device was in the field for over four (4) years with no previous returns for servicing or other issues prior to the reported event. No patient incident reported.